Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:07:39. During night drain cycle ten, the patient's ultrafiltration reading was 1.3422e+006ml, indicating the home patient (hp) drained 1.3422e+006ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1.3422e+006 ml during the therapy initiated on (B)(6) 2012 at 23:07:39, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. Review of the event log revealed the therapy consisted of 5 cycles and the therapy was completed on (B)(6) 2012 at 09:20:37. Drain cycle 10 was an erroneous entry. Therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.